Event description:
Information was received indicating that a no disposable alarm was noted with a smiths medical cadd cassette reservoir. It was also reported that despite trouble shooting, alarm persisted after 2nd cassette was missed and started. Patient will mix a third cassette using a cassette from a different shipment to use on pump for remodulin infusion. No adverse effects were reported.